Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's medical history included concussion, neck pain, back pain, benign neoplasm, ovarian cyst, sneezing, itchy eyes, seasonal allergy and aphagia. Concomitant products included bupropion, lamotrigine (lamictal), quetiapine fumarate (seroquel), topiramate (topamax) and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced negative pressure pulmonary oedema ("injury(ies) or complication system condition please describe : negative pressure pulmonary edema following surgery for tubal ligationand ablation"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and haemoptysis ("hemoptysis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and fatigue had resolved and the dyspareunia, weight increased, negative pressure pulmonary oedema and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, haemoptysis, menorrhagia, nausea, negative pressure pulmonary oedema, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, nausea, weight gain, abdominal pain. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs and mr received, reporter added, aka added, patient demographic added, essure insertion and removal date added, event added: device ineffective, abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia, weight gain, negative pressure pulmonary edema, fatigue, abdominal pain. Events onset date and outcome added, patient medical history and concomitant condition added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.